Event description:
The subject device was used during a laparoscopic hepatectomy. The ptfe pad of the subject device was separated by the 3rd output. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device wore and was partially separated. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad wore and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.